Event description:
The customer reported that there were loose screws inside the detector panel. The unit could not be powered on. The eval of the returned panel confirmed that there were loose screws inside the unit.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The panel was serviced and the loose screws were removed. The panel was repaired for the loose screw issue. The service engineer also replaced the battery compartments due to damaged springs. (B)(4).